Event description:
Account alleged there are no electrical or manual functions operating due to loss of hydraulic fluid.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.